Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date. Subsequently, patient underwent emergency revision procedure on an unknown date as the stem was about to protrude through the skin. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a tibial fracture. No further information has been provided.